Manufacturer narrative:
(B)(4). Visual examination found light scratches on both top and bottom expansion arm sub-assemblies that are consistent with normal wear. No other visual defects to note. Functional testing of the device showed that it was able to engage and release with the returned posterior inserter foot ls stn. The palm style impactor however is jammed and does not rotate. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined for the jammed condition, it is possible that internal components have galled due to inadequate lubrication. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, prepared the xmesh inserter with the posterior inserter foot ( left-side standard) and posterior inserter foot (left-side small). The small xmesh cage was loaded onto the inserter outside the body. Before inserting it into the patient, they tried to disengage the cage from the inserter and stuck. It would not disengage, it was thought that it was under some tension so the big handle had to be loosened to collapse the inserter a little, that did not work. Finally, the inserter left and the standard foot tips were disengaged and the cage was got off. Something bent but was not sure, the inserter knob would not turn, the tips of the footed inserters where thought to be bent since it could not be removed from the implant. The surgeon had to take extra time to try and disengage the cage on the back table. The backup inserter had worked fine when the cage was inserted into the patients body, nothing went wrong with that part it was only on the back table. The procedure and patient outcome were unknown. Concomitant device reported: xmesh cage (part# unknown, lot# unknown, quantity 1 ) this complaint involves three (3) devices